Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1117102) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the user facility's clinical manager (cm) that a (B)(6) male patient with a history of chest pain, heart palpitations, and shortness of breath but with no known allergies underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. The patient's right groin was prepped with duraprep prior to the procedure. Access was obtained at the right common femoral artery (rcfa) via a 5f sheath. Omnipaque (a contrast medium) was used during the pre-procedure femoral angiogram which revealed no evidence of calcium. Following the procedure, the cm who is a trained user of the mynx, chose the mynx cadence to close the access site. There were no complications reported during the procedure and hemostasis was successfully achieved with the mynx cadence. Immediately post procedure, the patient experienced pain, burning, and itching at his right posterior thigh. It was observed that the area was red with raised rashes but not on the access site. Upon noticing the rashes, the patient was given solumedrol, pepcid, and benadryl, all administered intravenously. It was reported that the patient was ambulated and discharged to home per hospital protocol with no reported clinical sequela. No further information was provided.